Manufacturer narrative:
Concomitant medical products: patient was on antiplatelet therapy and anti-hypertensive therapy, no specific medications provided. Additional details, imaging and device information was requested but was unavailable.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with gore® tag® thoracic endoprostheses. On (B)(6) 2014, the patient underwent endovascular re-intervention for treatment of a new aneurysm measuring 57 mm in diameter in the descending thoracic aorta. The new aneurysm was located further distal to the original aneurysm and two additional gore® tag® thoracic endoprostheses were implanted in zone four of the descending thoracic aorta. The patient tolerated the procedure which was reported to be successful and was discharged on (B)(6) 2014.

Manufacturer narrative:
This event was reported in error and medwatch 2017233-2016-00115 is hereby retracted.